Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the product does not have normal spring action. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the instrument product code pn150 was returned intact with the tyvek packaging for analysis. Based upon the visual and functional examination, we were unable to determine the cause of the friction. Disassembly of the device did not identify the cause. No obvious burrs or bends causing the interference. The batch history records were reviewed by the harmac manufacturing engineer with no anomalies noted.